Event description:
It was reported that during the implant attempt, the setscrew of the device's atrial port would not engage with the wrench and the lead could not be screwed in. The device was not used and was replaced with another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found. However, the set screw had a rounded socket.